Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is greater asia . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that during use a bd¿ IV set cfn120 bp hs malfunctioned as "clamp roller control is difficult. Can not regulate drop rate(gtt)." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd¿ IV set cfn120 bp hs malfunctioned as "clamp roller control is difficult.can not regulate drop rate(gtt)." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary:no samples or photos were returned. The affect lot number is 20180205. Additional information received from bd korea: even though the nurse fixed the fluid flow rate, roller clamp moved after some time. When the customer rolled up the roller clamp slightly, fluid fell a lot and when the roller clamp was slightly rolled down, fluid didn't fall as all. Retention samples inspection: hanscent randomly inspected 6 pcs of retention samples from lot 20180205 for roller clamp damage or controlling disorder problem, no abnormality was observed. DHR review: hanscent reviewed manufacturing records such as incoming inspection, roller and clamp injection, tube extrusion and parts assembling, no abnormality was observed. Roller clamp control test: as no samples were received for investigation, 3 pcs retention samples from lot 20180205 was used to conduct roller clamp controlling test. IV set flow rate stability analysis: the roller clamp for bd korea IV set is not a precision regulator, the flow rate may change with time, the stability analysis with the 3 pcs retention samples. The samples were tested with saline solution to measure the flow rate. The results showed that the flow rate could be controlled at a stable flow with maximum variation 8.5%. Since the roller clamp used is not precision regulator, and iso8536-4:2010 or mfds did not indicate requirements for flow rate variation, it was considered to be acceptable based on their experience in IV set manufacturing. Phenomenon observation: no roller clamp moving or locking was observed during the roller clamp controlling test with 3 pcs retention samples. When the roller was adjusted up or down 1 mm-2 mm, the fluid would fall a lot or flow slower for a while and then became stable. It was concluded that this was due to the roller clamp not a precision control part and the pvc tube needs some time to restore from roller pressure. It was observed that when the gap between roller and clamp is little narrow, the tube might be squeezed a little too much and cannot get restored immediately. This might contribute to the roller clamp controlling difficulty. Investigation conclusion: no samples were returned. Based on investigation, it was concluded that the tubing and roller clamp are in compliant with specifications, iso and mfds standard. The cause of the unsteady flow rate was likely due to tube distortion caused during adjusting of roller clamp, and with the roller clamp is not a precision regulator. This results in pressure being build up on the roller is that, from experience, a little while is required for the pvc tube to restore from pressure and subsequently the flow rate will be stable. Corrective actions: 1. Strengthen the roller clamp injection and assembly processes inspection with one more inspector. 2. Increase the sampling level of final-product inspection on roller clamp function. 3. Retrain the inspection workers about roller clamp production. Preventive actions: 1. Monitor roller and clamp production process to ensure both component match within the specification. 2. Continuously search for improvement opportunity to the roller clamp mold. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other d.8. Device single use?: no h.3. Device returned to manufacturer: no.